Event description:
The device was returned to the service ctr with a report from the customer contact that the device had a continuous alarm with an unspecified malfunction code. This did not indicate a reportable malfunction; however, during testing at the service ctr it was noted that the device had corrosion due to battery leakage.

Manufacturer narrative:
Testing and investigation found corrosion in the device battery compartment, the middle circuit board, and bottom end cap. This was due to aa battery leakage. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.